Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy and was described as ¿like cement.¿ there was no reported patient injury. The procedure was performed using a retrograde approach. The deployer was trained on the mynx device. A 5f non-cordis sheath was used in an arterial vessel. The vessel diameter was verified to be greater than or equal to 5 mm. The user tried to shuttle down completely, and significant resistance was encountered during shuttling. The advancer tube was not engaged or visible. The mynx vascular closure device (vcd) was stored and prepared according to the instructions for use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.